Event description:
Customer called to report that there is a possible site or set occlusion on the insulin pump. Customer's blood glucose reading was 85 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.